Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Pt had met with mdt rep around last monday (B)(6) 2024 to recover ins/od as it had not been used for about 2 years. They were able to recover ins and pt has been charging daily since then. Today at MRI center pt seeing warning por on pt programmer. Tss reviewed with pt and MRI tech that pt needs to see rep again to clear por messg and for pt to avoid on/off buttons in meantime when charging her ins. Pt indicates that her ins is charging rapidly and depleting rapidly which tss reviewed is normal for these situations. MRI tech will work with pt to get back in touch with mdt rep so por can be cleared and MRI elig can be determined with tablet if possible. Tss also reviewed theoretical eos with this device would have occurred march 2024 but since pt hasn't been using ins for prolonged period of time, they may not be at eos yet.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.